Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Sid was truncated; full sid is (B)(6).

Event description:
The customer generated falsely elevated architect total -hcg results for one patient (sid (B)(6) ). The initial test result was 6122.97miu/ml, and the retest result was <1.2miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed troubleshooting over the telephone with the customer and the customer cleaned the arc probe (list number 08c94-42) which resolved the issue. A review of service history for the architect i2000sr, serial number (B)(6) revealed no additional similar events over the previous month, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the arc probe (list number 08c94-42) did not identify any trends. Review of tracking and trending for the architect i2000sr did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc probe (list number 08c94-42) or the architect i2000sr, serial number (B)(6) was identified.